Manufacturer narrative:
Device repairs for implementation of field change rder (B)(4).

Event description:
The customer reported that the surveillance was rebooting when admitting/discharging a patient.there was no patient incident.